Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A supply coordinator reported that an ophthalmic forceps device would not open back up after it was closed during surgery. An alternate forceps was obtained in order to complete the procedure. Patient impact information is unknown. Additional information has been requested. Additional information received clarified that the unsatisfactory forceps was successfully removed from the patient's left eye using the original incision. There was no harm to the patient.

Manufacturer narrative:
Additional information is provided in sections d.10, g.1, g.2, h.3, h.6 and h.10. A forceps sample was received in an opened original packaging including cover foil. It showed surgery residuals. The device history record for the affected lot was reviewed by the manufacturer. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the returned forceps showed surgery residuals. After cleaning, it was found that the tube is loose which blocked the forceps from activating. The customer¿s complaint was confirmed. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. This kind of damage was already detected and investigated. The root cause could not be identified conclusively, but the most likely root cause can be determined to be an improperly performed bonding procedure. Data will continue to be monitored for evidence of trending. No additional action is warranted at this time. The manufacturer internal reference number is: (B)(4).